Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion of tpn was noted to be leaking at the connection to a microclave connector after 14 hours of infusion. There was no patient harm.

Manufacturer narrative:
Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report of a leak was confirmed and replicated, but only when the microclave was not completely fastened to the syringe. Visual inspection observed no anomalies. Tactile examination revealed that the microclave was slightly unfastened from the syringe. The set performed as intended during all of the remaining functional and leak testing. The root cause of the leak was not able to be determined.